Event description:
It was reported to technical services on 8/1 /12 that the sli on this rv lead is fluctuating. It goes from less than 20, 42,38 and daily measurements show all values are around 35 ohms. Caller stated she did not get a check lead measure all data points from 3 month combined follow up report are stable. Ts stated it could be variability due to noisy hospital environment. Most conservative adn best test of system is synch 1.1 j and synch max energy shock. Md can decide what to do. Ts stated would consider scrolling over data point on lead trend plot to review 1 years worth of data and look fro any gaps. Caller will discuss with md. No recent therapies. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).